Event description:
The pt was in the process of being weaned from the pump, when blood was noted in the catheter tubing. The pt had been on the pump for eight days. The iab was removed from the pt and discarded. The pt expired the next day of caused unrelated to this incident.